Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-78- user hematocrit low. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition has improved and she denies having any diabetic symptoms. Customer called paramedics to check her sugar and received a reading of 170mg/dl fasting. No treatment was provided.

Event description:
Consumer reported complaint for e-0 blood glucose results accompanied by symptoms. Niece is calling on behalf of the customer. The customer is concerned with results obtained of e-0. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of having a headache. Customer states she has a headache, does not know if it is related to diabetes. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-0 using true metrix meter. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Caller states she will call 9-1-1 so paramedic can come and test her sugar since the meter is only giving her an e-0.